Event description:
It was reported that the patient was complaining of dizzy spells and near syncopal episodes. Patient is pacemaker dependent. Noise was detected on both the atrial and ventricular channel. The noise could not be reproduced. Lead damage under fluoroscopy was observed. The ventricular lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.